Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a prolieve thermodilatation system experienced erratic temperature with sensor number four on (B)(6) 2008. No procedure or pt involvement.

Manufacturer narrative:
A visual inspection revealed that the #4 temperature sensor failure occurred due to a bent pin on prolieve rectal temperature monitor (rtm). No problems found with the prolieve console. (B)(4).